Event description:
Pt presented with pain, redness, and loss of vision od for the previous 3 days. Their parents were both highly myopic, and were scientists involved in the medical technology field. At FDA approval of the paragon crt lenses, they had requested their family member be fitted with this lens in the attempt to half the progression of their myopia and aid in their ability to participate in soccer and lacross. Before presentation, the pt's parents stated pt was able to see 20/20 with their spectacles (-3.50+1.00 axis 90 od and -3.75+1.25 axis 90 os). The pt stated they began using them. However, approximately 5 days before presentation, they noted some redness in the right cornea in the morning after removal of the lens. Two days before that, the pt noted decreased vision od, yet they continued to wear the crt lenses at bedtime because they thought the lenses were g0od for their vision. When they awoke on the day of presentation, the pt noticed loss of vision od and notified their parents, who immediately sought medical attention. On examination, the pt was extremely photophobic and in obvious discomfort. The visual acuity od was count fingers and 20/40 os. External examination revealed moderate injection with ciliary flush od. Manifest refraction of the left eye improved the vision to 20/30, with a manifest refraction-2.00+1.75 axis 180. Examination of the left eye at slitlamp and with the indirect ophthalmoscope was normal. Examination of the right eye revealed a 5-mm central corneal ulcer involving the visual axis. The ulcer was approximately 15% depth with a surrounding infiltrate extending almost to be corneal limbus. A 20% hypopyon was identified. The pt was quite uncomfortable until cycloplegia was obtained with topical cyclopentollate 1% and homatropines 5%. Because of the central location of the ulcer, examination of the posterior pole was quite difficult; b scan ultrasonogrpahy revealed the retina to be attached without vitreous debris. Corneal scrapings were performed and the pt was started on topical fortified cephazolin 50 mg/ml and tobramycin 14 mg/dl every 14 minutes in the office, and the pt was sent home with instructions to use the drops every 30 minutes until bedtime and every hour throughout the night. Due to the erythema of the eyelids, the pt was also placed on oral ceclor (40 mm/kg) or 500 mg orally, three per day. Cultures grew haemophilus influenza, sensitive to cephazolin, ciprofloxacin, gentamicin, tobramycin, and erythromycin. The pt rapdialy responded to topical and oral antibiotics, with resolution of the hypopyon within 36 hours. By day 5, the epithelium was intact. The topical fortified antibiotics were tapered on the basis of the clinical appearance. After 2 weeks of treatment, the pt had recovered 20/50 vision od. At 3 months, the pt's vision improved to 20/30 od. However, their cycloplegic reaction demonstrated significant myopia to a level of -5.50+1.50 axis 75 od and -6.00+2.00 axis 90 os. Despite repeated requests of the parents to bring the lenses in for culturing, this was not accomplished.